Event description:
Caller reported that a malfunction occurred on the pump, identified with malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl. The customer, after performing a reset independently, was advised by technical support that they would receive a replacement pump with updated software. In the meantime, the customer used multiple daily injections as backup therapy.